Event description:
It was reported that a progav shunt system (#fv414t) was implanted. According to the complainant, the shunt system showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, a deformation on the progav membrane and bloody deposits on the connecting catheters as well as a third-party catheter were determined. Permeability test: a permeability test has shown that all components have a blockag. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our test results, we can determine a blockage at both valves, as well as a non-adjustability at the progav. The deposits visible in the valves and the deformation observed on the progav have led to the aforementioned malfunctions. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.